Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 34mm amplatzer septal occluder was chosen for implant using a 12f amplatzer trevisio intravascular delivery system. During device preparation, the physician noticed that a part was missing at the tip of the loader. During procedure, when the device was partially deployed (left disc exposed) and fully retracted into the delivery system, a thread was showing between the tip of the delivery sheath and the left disk during deployment. They stopped manipulating/deploying the device when the thread was noted. After recapturing the device, a transesophageal echocardiogram (tee) was taken and noticed a 7mm thrombus was noted in the left atrial appendage (laa). The shape of the thrombus was circular and the activated clotting levels were between 220s and 240s throughout the procedure. The physician mentioned the sheath was in the patient for a significant period of time. The patient has been discharged and recovering will be on apixaban for three months. The patient remained hemodynamically stable throughout the procedure. There was some delay in the procedure due to the complex anatomy and the few deployment attempts.

Manufacturer narrative:
An event of the tip of the loader was missing and patient device interaction problem (thrombus) was reported. The device was returned to abbott for investigation and found a fracture on the end screw connection of the extension tube. It was indicated that thread was showing between the tip of the delivery sheath and the left disk during deployment. Reportedly, there was some delay in the procedure due to the complex anatomy and the few deployment attempts. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Imaging received appeared to show thrombus in the laa and delivery sheath across the atrial septum (red arrow) and possible thread (yellow arrow) noted. Based on the information received, the cause of the missing tip of the loader is consistent with the specifications outlined and indicating that the loader was delivered as such. However, the cause of the reported thrombus could not be conclusively determined. However, the cause of the fracture could not be conclusively determined. The reported fracture was determined to be a potential product quality issue. Exception (issue) is initiated for further investigation. The unexpected medical intervention is a case-specific circumstance where medication was provided. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Codes removed: health effect-clinical code: investigation findings: 3243. Investigation conclusions: 4307.

Manufacturer narrative:
An event of the tip of the loader was missing and patient device interaction problem (thrombus) was reported. The device was returned to abbott for investigation and found a fracture on the end screw connection of the extension tube. Information from the field indicated that thread was showing between the tip of the delivery sheath and the left disk during deployment. Reportedly, there was some delay in the procedure due to the complex anatomy and the few deployment attempts. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Imaging received appeared to show thrombus in the laa and delivery sheath across the atrial septum (red arrow) and possible thread (yellow arrow) noted. Based on the information received, the cause of the missing tip of the loader is consistent with the specifications indicating that the loader was delivered as such. However, the cause of the reported thrombus could not be conclusively determined. The unexpected medical intervention is a case-specific circumstance where medication was provided. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.